Manufacturer narrative:
The product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. During visual examination, a shaft kink was observed at 1 cm from the tip. During functional testing, the catheter was unable to prime and the console issued an under-pressure alarm message. Microscopic examination showed a hypotube separation was observed at 1 cm from the tip. The complaint was confirmed for under-pressure issues related to a hypotube separation.

Event description:
Reportable based on device analysis completed on 17jun2024. It was reported that the system alerted a check saline error. An angiojet zelante catheter was used; however, during the procedure, the system continuously alerted a "saline supply" error code. The catheter was replaced, and the procedure was completed. No patient complications were reported. However, returned device analysis revealed a hypotube separation at 1 cm from the tip.